Event description:
It was reported when using the bd vacutainer® push button blood collection set there was air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "there are air bubbles in the tube before blood gets to hub or during transfer without the needle leaving the vein. It runs to the hub and eventually into collection tube, then the blood either slows down or stops completely."

Manufacturer narrative:
H.6. Investigation summary: a review of the DHR could not be performed as the batch number is unknown. 1 customer photo was received for review and evaluation. As no customer samples were received the scope of this investigation is limited. The one customer photo shows the device packaging but does not show the reported defect. Therefore, this complaint cannot be confirmed based on the customer photo provided. Bd is unable to confirm the customer¿s reported failure mode of air bubbles based on customer photo analysis. Retains cannot be tested as the batch number is unknown. Due to an unknown batch number and the unavailability of customer samples, the root cause is indeterminate. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
The following fields have been updated with additional information: d.1. Medical device serial #: lot/batch #: (B)(6). H.6. Imdrf annex b grid : b01 - testing of actual/suspected device d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-07-21. Materials information : d.1. Medical device expiration date: 2024-11-30. H.1. Device manufacture date: 2022-12-07. H.6. Investigation summary: bd received 10 samples for investigation. The samples were evaluated by functional draw testing and the indicated failure mode for air bubbles with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: "there are air bubbles in the tube before blood gets to hub or during transfer without the needle leaving the vein. It runs to the hub and eventually into collection tube, then the blood either slows down or stops completely."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: d.2. Common device name: intravascular administration set. D.2. Medical device type: fpa. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: there are air bubbles in the tube before blood gets to hub or during transfer without the needle leaving the vein. It runs to the hub and eventually into collection tube, then the blood either slows down or stops completely.